Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized in the same month as the receipt of this report for unrelated events and was hospitalized when the diagnosis of peritonitis was made. On unreported date(s), the patient was treated with vancomycin intraperitoneally and intravenously (dosage, frequency, and duration not reported) and cefepime intraperitoneally and intravenously (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing during hospitalization by using a facility provided homechoice device. On an unreported date in the same month as the receipt of this report, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014 during the hospitalization, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.